Event description:
It was reported that during a selective collateral artery catheter cannulation in a pt with congenital heart disease, "the tip of the v18 wire broke off and it is in the pt's lung." The target treatment area was located in the left pulmonary artery. "There was resistance advancing the catheter over the wire, as the vessel was small and tortuous." The separated portion consisted of both polymer and corewire. The fractured portion was left in the pt because "it was too far into the lung in a tiny distal vessel. Manipulation to remove this would more likely lead to more damage to this baby's lungs." It was reported that the pt was asymptomatic during this event, and that "overall the cath proceeded with success." No additional procedures or surgery required "because of the retained piece of wire." The pt's current status is reported as "good."